Event description:
During a lap adnex extirpation two devices were used to extract the ovaries. Both of them were torn upon extraction. A third device was used to finish the procedure without any problems. There were no adverse consequences to the pt.